Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a pt presented high lead impedance readings during a recent office visit. There were no reports of trauma or manipulation. X-rays were taken and sent to the MFR for review. Strain relief was present but not per labeling. No acute angles or lead discontinuities were visualized in the visible portions of the lead; however, since the portion of the lead behind the generator could not be assessed, a lead discontinuity cannot be ruled out.